Event description:
It was reported that customer experienced continuous glucose monitor error during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and error did not appear again, and support closed case with no further action reported.